Manufacturer narrative:
Device was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was unknown. Customer also stated that the pump was exposed to a change in altitude and keypad may on rare occasions become unresponsive for up to 45 minutes. Customer states they were not able to clear the alarm. Trouble shooting was performed for stuck button alarm. Customer tried to insert a new battery, restarted insulin pump and received pump error post-reset ram crc alarm, but unable to clear. The device will be returned for analysis.